Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v741607, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 02-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp stated during removal of interstim system in 2014, hcp wasn't able to remove the entire lead, the tine was left. No further complications were reported/anticipated.